Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 08/21/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient checked his cgm, which appeared to show normal readings. However, shortly after consuming a routine meal, the patient lost consciousness. Emergency medical services (ems) arrived while the patient remained unconscious for approximately one hour. At that time, the cgm was displaying ¿low¿ and not returning numeric data. Ems performed a manual bg test, which revealed a low glucose level of 25 mg/dl. The patient was treated with intravenous glucose solution. The patient was admitted to the hospital at approximately 3:00 pm and discharged around 9:00 pm the same day. At the time of reporting, the patient was feeling okay and had hired a private nurse to monitor his health daily and ensure proper placement and use of the cgm device. Prior to replacing the sensor, the patient continued to experience inaccurate readings. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.